Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, left in 2 pieces"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, nausea, clotting disorder, psychiatric disorder nos and cervicitis. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") and abdominal distension ("extreme bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, fistula, neuromyopathy, urinary tract disorder, autoimmune disorder, allergy to metals, alopecia, fatigue, weight increased, anxiety and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, device breakage, fatigue, fistula, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the proximal ends of essure coils are detected in the fundal region. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils, left in 2 pieces') and pelvic pain ('pain') in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, nausea, clotting disorder, psychiatric disorder nos, cervicitis, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fistula ("fistulae"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") and abdominal distension ("extreme bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure/tlh). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, fistula, neuromyopathy, urinary tract disorder, autoimmune disorder, allergy to metals, alopecia, fatigue, weight increased, anxiety and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, device breakage, fatigue, fistula, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the proximal ends of essure coils are detected in the fundal region. The removal details as per mr (B)(6) 2014(discrepancy noted) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Batch no b82474 production date 2013-10-14 expiration date 2016-10-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure coils, left in 2 pieces') and pelvic pain ('pain'). In an adult female patient who had essure (batch no. B82474), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: headache, nausea, clotting disorder, psychiatric disorder nos, cervicitis, gravida ii and parity 2. Previously administered products included, for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fistula ("fistulae"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") .and abdominal distension ("extreme bloating"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure and bilateral salpingectomy with removal of essure/tlh). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, fistula, neuromyopathy, urinary tract disorder, autoimmune disorder, allergy to metals, alopecia, fatigue, weight increased, anxiety and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, device breakage, fatigue, fistula, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the proximal ends of essure coils are detected in the fundal region. The removal details as per mr (B)(6) 2014(discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019, quality safety evaluation of ptc; on (B)(6) 2020, pfs received: aka name added; on (B)(6) 2020, pfs received: essure date of removal was updated; on (B)(6) 2021, mr received: other relevant history, auto-narrative supplement added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, left in 2 pieces"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, nausea, clotting disorder, psychiatric disorder nos and cervicitis. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), neuromyopathy ("neuromuscular problems"), dysuria ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") and abdominal distension ("extreme bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, fistula, neuromyopathy, dysuria, autoimmune disorder, allergy to metals, alopecia, fatigue, weight increased, anxiety and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, device breakage, dysuria, fatigue, fistula, genital haemorrhage, neuromyopathy, pelvic pain and weight increased to be related to essure. The reporter commented: the proximal ends of essure coils are detected in the fundal region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.